Event description:
A patient contacted baxter's technical service representative (tsr) to end therapy. The home patient (hp) was in the hospital and needed to be transferred to another facility. The tsr assisted the patient to end therapy. During a follow up call on (B)(4) 2011, the facility nurse indicated she does not think that the patient's hospitalization was related to peritoneal dialysis therapy. The patient was in the hospital for nausea, vomiting and peritonitis. Follow up information received from the facility nurse on (B)(4) 2011 indicates: the patient initially came to the facility on (B)(6) 2011 for a routine clinic visit and it was noted at that time the patient had cloudy effluent. The patient was placed on cefazolin 1gm intraperitoneal (ip) for 2 weeks on (B)(6) 2011. The patient was not hospitalized. On (B)(6) 2011, the patient continued to complaint of nausea and vomiting. The patient was hospitalized on (B)(6) 2011. The patient remained hospitalized due to possible pneumonia and fluid overload, caused by constipation and catheter related issues. The patient is unstable and the blood sugars difficult to control. The nurse reported that the patient's peritonitis and subsequent hospitalization were unrelated to the homechoice device, solutions or disposable products. Retraining is not the issue; rather the patient's disease is unstable.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up will be submitted.